Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of eccentric wear of the polyethylene liner and/or possibly related to patient conditions, which may have led to osteolysis and bone loss. However, this cannot be confirmed as the explanted devices were not available for evaluation. (D11) concomitant devices: (cn: 170-32-03, sn: (B)(6)) biolox delta femoral head 32mm od, +3.5mm.

Manufacturer narrative:
D10. Concomitants: (B)(6) 118-41-02 - p-series pf plasma h/o collarless sz 2 12/14, (B)(6) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, (B)(6) 186-01-54 - integrip cc, cluster 54mm, g2. Revision surgery was approximately 8 years, 1 month after implant. These devices are used for treatment not diagnosis. No other information is available. Correction- d2a & d2b prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented.

Event description:
Right total hip arthroplasty implanted (B)(6) 2012, and then approximately 8 years 1 month later, on (B)(6) 2020 the patient experienced a revision surgery. Revision operative report of (B)(6) 2020- patient was revised to exactech devices. Operation performed: 1. Right revision total hip arthroplasty liner exchange. 2. Right greater trochanter open reduction internal fixation. Indication for procedure: male with pain in right hip. The patient had a previous total hip replacement and imaging noted severe osteolysis around his peritrochanteric area concerning for an acute greater trochanter fracture as well as some osteolysis behind the cup component. Procedure: severe osteolysis was noted along the proximal femoral portion. The entire posterior bony coverage on the stem was gone to the osteolysis with exposed stem. However, patient had a great ingrowth medial and lateral to the stem as well as anterior, the stem was deemed intact. There was eccentric polyethylene wear noted in the liner. The greater trochanter fracture-reducing the fracture and maintaining the reduction, then packed the osteolytic defects in the peritrochanteric area with the same technique, using a bone morphogenic protein as well as bony allograft. The patient was aroused from general anesthesia without any issues. He was transferred to the postanesthesia care unit in stable condition. Postop follow up in 2 weeks. No other information is available.

Manufacturer narrative:
H10. Additional/updated information- b1 and b5. This information does not alter the investigation results. No other information is available.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 170-32-03, sn: (B)(4)) biolox delta femoral head 32mm od, +3.5mm.

Event description:
As reported, this revision of a gxl liner was implanted the right side of a (B)(6) y/o male in 2011. The greater trochanter fractured due to bone loss. The surgeon attributes the bone loss to osteolysis via polyethylene particle debris. In contrast, the contralateral hip was implanted in 2001, 10 years before the right hip was implanted. The x-ray shows debris from both polyethylene liners however, the right side seems to have affected the bone to a greater extent. This is even more evident given the left hip is doing well and the right hip was revised. The surgeon stated the patient was not happy and neither was he. The liner and head were replaced, the surgeon wanted to pull the cup however he thought he wouldn't have much bone left in the acetabulum. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy. Concomitant devices: (cn: 170-32-03, sn: (B)(4)) biolox delta femoral head 32mm od, +3.5mm.